Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 0 days. Manufacturer's investigation conclusion: a direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. This IFU also explains that changes in patient conditions can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient arrived to operating room due to oversewn aortic valve experiencing significant blood loss. The patient also had rapidly developing tamponade with low flows, and low mean arterial pressure. Medicastinal exploration and washout was performed in the operating room. 500 cubic centimeter of clot was removed. Oozing was noted around aortotomy site which was treated with surgicel. The patient's chest was closed and moved to a general room from ICU. Bleeding was resolved and patient is working with physical therapy to regain mobility.

Event description:
Additional information: before the patient's chest was closed and moved to a general room from ICU, the patient's chest was packed and left open.

Manufacturer narrative:
Patient's weight was provided.